Manufacturer narrative:
Restart alarm after battery change due to broken solder joint. Pump monitored in oven for several days and no alarm noted.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms including unexpected restart. The customer's blood glucose reading was unknown at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.